Event description:
During the cataract surgery, while implanting the lens the cartridge cracked (alcon d, model #8-65977763, lot#32363524, exp. 2020-0200). The doctor removed it, and we used a new cartridge to fold the lens and proceeded with the procedure. The new cartridge (alcon d, model#8065977763, lot#32337385, exp. 2019-10).